Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited positional undersensing. It was noted that sensing was fine while sitting, however r-waves diminished when lying on back. The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.